Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing atrial signals, which caused several inappropriate shocks. The lead was found to have dislodged into the right atrium via x-ray. It was noted that the patient was not compliant to post-op movement restrictions. A revision procedure was therefore performed to reposition the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.